Manufacturer narrative:
(B)(4). The reported complaint that the infusion completed early was confirmed in the log review. A review of the pc unit event log indicates that the user chose the drug ifosfamide from the drug library. The drug is a custom concentration and the user began to program the concentration then canceled out and selected basic infusion to run at 42.5 ml/hr with the vtbi set at 1000 mls. The infusion ran until 9:22 am on (B)(6) 2013 until it was stopped by the user. The infusion ran for approx 20 1/2 hours delivering 860 mls. It could not be determined why the infusion was stopped earlier than intended. The log did note several air in line alarms and pt side occlusion alarms during the infusion, however, the cause of these alarms could not be determined. Testing and inspection of the pump module and used disposable set found no existing malfunctions and to be infusing within spec. The root cause of the infusion completing early was not determined during the investigation.

Event description:
The customer reported ifosfamide/mesna chemotherapy completed 3.5 hours earlier than expected. The bag label has the total volume as 1020 mls over 24 hours = 42.5ml/hr. There was no pt harm or medical intervention. The customer stated that no add'l event or pt info is available.